Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of 38.0 mmol/l and was hospitalized. At the hospital the patient was diagnosed with ketoacidosis. The type of treatment given was not provided. It is also unknown how long the patient was hospitalized.